Manufacturer narrative:
The customer-reported very low left cardiac output alarm was confirmed through review of the driver alarm history and logged waveform data. During investigation testing this alarm was not reproduced; however, a timing delay was observed in beginning of the left flow waveform. The root cause of the waveform timing delay was a malfunction of the left pilot valve, which caused a left flow waveform delay. Over time, these waveform delays likely increased, resulting in decreased cardiac output. Syncardia has a corrective and preventive action (CAPA) to for issues related to pilot valve performance. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4)

Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because companion 2 driver was not in patient use. The companion 2 driver will be evaluated by syncardia. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
While performing a routine evaluation, a syncardia technician reported that the companion 2 driver did not pass incoming testing.